Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/22/2019, belt: 09/29/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019 at approximately 7:18 pm. The patient was alone and in a rehab facility at the time of passing. It was reported that the lifevest began alarming around 6:35 pm, but that the patient was alone. Review of the download data, indicates the patient received three shocks in response to CPR artifact and oversensing of low amplitude cardiac signal. The patient received the first treatment shock at 19:04:33 while CPR artifact obscured the patient's rhythm. The patient's post shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. The second and third treatment shocks were delivered at 19:05:34 and 19:06:12 while the patient's heart rhythm was asystole with low amplitude cardiac signal. The patient's post shock rhythm for both shocks was asystole with CPR/motion artifact. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The device was shutdown at 19:07:15. The patient passed away on (B)(6) 2019 at approximately 7:18 pm.